Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a friend/family member of patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the device was not working well at all. The patient had a good honeymoon period, but were at a standstill. Symptoms reported were gait freezing. The patient could not get off medications due to the issue. There were programming adjustments and it was noted that the voltage might have been changed, but that was it. No further complications were reported.